Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation, the implantable cardioverter defibrillator was found to be in backup vvi. The device was successfully restored and the patient was stable before, during and after.